Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation and was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "benign capsular tissue and adjacent benign breast tissue with fat necrosis", in addition to "mild chronic inflammation". Device has been explanted.